Manufacturer narrative:
The reported event was confirmed as manufacturing- related. Evaluation verified that catheter was unable to inflate due to torn at the backside of the sac and caused hole near sac collar (bottom). There was trace of sac adhered to the shaft of catheter and this can be attributed to the cause of torn sac when there was pressure applied to inflate the balloon. This failure caused by manufacturing process due to sac fitting error. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1.method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients. 3.insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate during pretest. Per evaluation, the sample was found to have hole near sac collar and this caused the balloon unable to inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflated during pretest.